Manufacturer narrative:
Problem code 2906 captures the reportable event of clip difficult to release from the catheter. Investigation results: a visual examination of the complaint device found that the clip assembly and the spring were not returned with the device. The control wire was severely kinked at the proximal section in the handle part. It was also noticed that the proximal and middle section of the braid wire was severely kinked. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter and the handle cracked. Eventually, the clip released from the catheter and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter and the handle cracked. Eventually, the clip released from the catheter and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.